Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Serial number: (B)(4), lot number 61580. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported unable to lower intraocular pressure in the right eye despite extensive post-operation management. The device remains implanted with a 2nd xen has been implanted.